Event description:
It was reported that the protection sleeve would not fit through the anteversion hole in the insertion handle. The surgeon was performing an open reduction internal fixation (orif) of a fractured femur and elected to use the 100 degree anteversion locking option. While inserting the sleeve through the insertion handle, the sleeve would not go through. The surgeon then used a second insertion handle and sleeve, and the second sleeve would not fit through the handle either. It was reported that the surgeon tried different variations of attempting to get the sleeve through the handle and neither way worked. The surgeon then used a hammer to force the sleeve through the handle and the surgery was successfully completed. No patient issue was reported. There was a 10 minute delay in surgery. This is report 3 of 4 for file (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.